Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed two "no cartridge detected" warnings. During testing, the pump load step performed with no difficulties. During evaluation the force sensor was found to be out of calibration. Unrelated to the complaint, the keypad was found to be peeling and the contrast button was found to be unresponsive with contamination in the button contacts. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Also unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number: 2531779-03/24/2010-003-r.

Event description:
The patient claimed the animas insulin pump did not detect a full cartridge the load cartridge step when his was disconnected. There was no product misuse or loss of prime prior to the no cartridge detected issue. The tried to complete the load step 4-5 times. During troubleshooting, the issue was no resolved with training. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged issue.